Manufacturer narrative:
No part return for failure analysis; investigation terminated.

Event description:
Hospital complains of unit going vent inop. Hosp did not inform service technician of any pt injuries during event.